Event description:
The patient reported hearing a buzzing sound coming from her body and assumed, it was her stimulator. The buzzing sound was heard whether the stimulator was on or off. The stimulator was implanted in her left hip to control pain on her lower left side. The patient also reported light headedness, feeling off-balance, and staggering for the last 2-3 days. The patient was encouraged to contact her physician regarding the cause of her symptoms. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.